Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged charge coupled device cable/connector. A root cause could not be identified. Based on the results of the investigation, it is likely there was intermittent image loss and a black screen with no picture on monitor due to damaged charge coupled device cable/connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a black screen with no picture, during set-up. There were no reports of patient harm.